Event description:
The sales rep reported on behalf of the facility an over-infusion of norepinephrine. According to the info received, the intensive care unit (ICU) nurse selected a 0.23 mcg/kg/min does of norepinephrine in guardian mode. The colleague pump ran at a rate of 7 ml/hr. After stopping the pump several times while assisting the pt, the rate increased to 704 ml/hr. After noticing that the rate was too high, the nurse stopped the pump and sent it to the biomedical dept. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.